Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, missing end cap sticker and a cracked case near the display window corners were noted during visual inspection. The insulin pump had no button response due to a flattened button dome switch on the escape and act buttons. No button error alarm was noted. No unexpected alarms could be confirmed on the display due to the keypad anomaly.

Event description:
It is reported that customer received a motor error alarm, no delivery alarm, button error alarm, and circle on display screen. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).